Event description:
The patient underwent aaa repair in 1999 with aneurx endograft. His initial post-endograft CT scans showed shrinkage of the aneurysm. A recent CT was performed to evaluate persistent back pain. This revealed a type I endoleak. A cta was performed revealing a type I endoleak proximally and distally. He required removal of the endograft and needed an open repair of this unprotected aaa and right common iliac artery aneurysm.